Manufacturer narrative:
Received 2 samples. The reported event was unconfirmed, as the problem could not be reproduced. The visual inspection noted that the 2 catheters were received with the balloons slightly inflated. The functional evaluation was conducted as follows: deflated the balloons easily. Inflated balloons with 10cc water and found the balloons deflated easily in 18.83sec and 17.51sec. The specification is 20.7 seconds or less, so the samples met specification. Used stopwatch s-041, due for calibration 6/2017. Unable to duplicate reported event. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter would not deflate during the pretest. No patient involvement was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter would not deflate during a pretest. No patient involvement was reported.

Manufacturer narrative:
Received 2 stock samples of product # 0168l20. One sample with manufacturing lot # rp5060 & corporate lot # (B)(4) with and expiry date of 01/31/2020. The other with manufacturing lot # lf5292, corporate lot # (B)(4) with an expiry date of 01/2020. The reported event was unconfirmed, as the problem could not be reproduced. The visual inspection noted that lot sample (B)(4) was returned with the balloon inflated; however, the (B)(4) lot did not appear to have any obvious defects. During the functional evaluation, the balloons deflated easily. The balloons were inflated with 10cc water and deflated in 18.83sec and 17.51sec. The specification is 20.7 seconds or less, so the samples met the device specifications. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter would not deflate during the pretest. No patient involvement was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter would not deflate during a pretest. No patient involvement was reported.